Event description:
The customer observed an increased advia centaur troponin ultra quality control mean bias when compared to new troponin reagent lots. The observed quality control mean bias is near the (B)(6) allowable upper specification limit with some specific quality control values outside of the (B)(6) specification. The customer has not reported issues with patient results. There was no known report of patient treatment being altered or adverse health consequences due to the troponin quality control high mean bias.

Manufacturer narrative:
Siemens has provided the customer with updated control values from the biorad website for troponin reagent lot 010075 and is investigating further the observed biorad control range bias for reagent lot 010077. The instruction for use under the summary and explanation of the test section states the following: "always analyze tni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of myocardial infarction (mi). In accord with published recommendations, serial testing of tni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single tni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with tni results in aiding the diagnosis of mi."

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2013-00268 on 11/04/2013 for an advia centaur tni ultra quality control mean bias. 01/30/2014 - additional information: the customer has been provided with the manufacturer's published revised quality control insert mean and ranges for advia centaur troponin reagent lots 010074, 010075 and 010077 and within acceptable german rilibak specification limits. No further action is required by the customer.quality control lot 23561reagent lot mean results074 0.092 ng/ml075 0.091 ng/ml077 0.099 ng/mlbio-rad quality control revised insert data:reagent lot 010074qc lot 23561mean = 0.130 ng/mlqc range = 0.078 ng/ml - 0.182 ng/ml.bio-rad quality control revised insert data:reagent lot 010075:qc lot = 23561mean = 0.102 ng/mlqc range = 0.061 ng/ml - 0.143 ng/mlbio-rad quality control revised insert data:reagent lot = 010077qc lot = 23561mean = 0.130 ng/mlqc range = 0.078 ng/ml - 0.182 ng/mlquality control lot 23563 reagent lot mean resultslot 74 8.004 ng/mllot 75 8.388 ng/mllot 77 8.489 ng/mlbio-rad quality control revised insert data:reagent lot 010074qc lot 23563mean = 0.11.3 ng/mlqc range = 7.36 ng/ml - 15.3 ng/mlbio-rad quality control revised insert data:reagent lot 010075qc lot 23563mean = 8.88 ng/mlqc range = 5.77 ng/ml - 12.0 ng/mlbio-rad quality control revised insert data:reagent lot 010077qc lot 23563mean = 0.11.3 ng/mlqc range = 7.36 ng/ml - 15.3 ng/mlthe instruction for use under the quality control section states the following: "if the quality control results do not fall within the expected values or within the laboratory's established values, do not report results. Take the following actions: verify that the materials are not expired. Verify that required maintenance was performed. Verify that the assay was performed according to the instructions for use. Rerun the assay with fresh quality control samples. If necessary, contact your local technical support provider or distributor for assistance." The instruction for use under the summary and explanation of the test section states the following: "always analyze tni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of myocardial infarction (mi). In accord with published recommendations, serial testing of tni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single tni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with tni results in aiding the diagnosis of mi."